Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber failed due to forward firing. The fiber was exchanged, and the procedure was completed with the second surgical fiber. Patient outcome: "ok" reported. No patient or user injury was reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-615a-1200: the tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 147,507 joules used and 34:03 minutes expended. The fiber tip (cap) was cleaned during the procedure.